Manufacturer narrative:
Date of event: exact date unknown, event occurred a few days ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was not feeling any stimulation due to lead migration. It was noted that the patient fell out of bed. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively. Nothig was explanted.